Event description:
This patient experienced unrelenting thrombus formation during cypher stent implantation in the mid rca in the setting of an acute myocardial infarction. This male patient with a history of parkinson's disease and prostate cancer was admitted to the cath emergently due to an acute myocardial infarction (ami). The patient was not taking any known cardiac medications prior to admission. Angiography revealed a de novo, type-b2, moderate length (20mm) lesion in a tortuous mid-rca. Flow through the vessel was timi ii. Heparin, 5,000 units, was administered via IV. There is no record of thrombolytics being administered. Aspirin, cilostazol, and ticlid were also administered during the procedure. The lesion was pre-dilated with a 2.5x15mm voyager balloon inflated to 8 atms. A 3.5x23mm cypher stent was positioned within the lesion was deployed to 16 atms. The lesion was not post dilated. Residual stenosis at the site was 0%, and flow through the vessel was timi iii. Approximately 30 minutes after the procedure, the patient complained of chest pain. Angiography revealed thrombus inside the implanted cypher stent. An intra-aortic balloon was inserted for hemodynamic support. Acts were reported to be 323 seconds. To treat the thrombus aspiration thrombectomy was conducted and a 3.5x15mm hinode baloon was inflated to 18 atms for 20 seconds. A 3.5x23mm cypher stent was deployed to 18 atm for 30 seconds inside the proximal end of the initially implanted cypher. Additionally a 3.5x18mm cypher stent was deployed to 16 atm for 30 seconds inside the distal end of the initially implanted cypher. All of the stents were overlapping. Balloon inflations were again conducted with a 3.5 x20mm espirit balloon inflated to 12 atms. Despite all treatment attempts, thrombus continued to form within the stented segment of the mid-rca. The physician suspected heparin-induced thrombocytopermia (hit) and discontinued the administration of heparin. Instead, argatroban was administered intravenously. Again, balloon inflations were conducted with a hinode balloon and a 3.5x20mm tsunami stent was positioned within the 2nd and 3rd implanted cypher stents and was deployed to 14atm for 23seconds. Still, despite all treatment efforts, thrombus continued to form. A thrombolytic agent, urokinaze: 10,000/u, was administrated via intracoronary injection; however, thrombus continued to form. The patient was transported to the ot for emergent bypass grafting. The patient is still hospitalized and rehabilitating. Physician's comment: because thrombus formation didn't stop after stopping the administration of heparin, this event was not "hit." The probable cause of this thrombotic event is due to the patient constitution. It is not related with cypher's problem.

Manufacturer narrative:
Note: is not distributed in the us, however, it is similar to us product. This is one of three reports submitted for the same event. Please reference MFR report #'s 9616099-2006-01101, 01102, and 01103.